Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was disclosed by the clinic that the patient¿s symptoms were unrelated to the crtd. The device was checked, and its function was found to be normal. Medication changes were made to treat the patient¿s condition. The patient was scheduled for further follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) was not performing. The patient experienced a trial fibrillation (af) for 20 days and was disgusted with the whole experience. The device remains in use. No further patient complications have been reported as a result of this event.